Event description:
It was reported when using the bd pyxis medstation es had failed tower door, preventing user from removing the required medication. The customer stated that there was a 30-minute delay to recover the door to dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the tower door had failure. A field service engineer replaced latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.